Manufacturer narrative:
This lv lead expected to be returned for analysis. This report will be updated once additional information is provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting high threshold measurements and loss of capture. Surgical intervention was performed and the physician attempted to reposition the lv lead, but threshold measurements were still observed to be high. The cause of the high thresholds and loss of capture was believed to be due to scar tissue in the patient's heart. There was no asystole of greater than two seconds and the patient had an intrinsic rhythm. The lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.